Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups batteries were evaluated and replaced. The rtos contacts were cleaned. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system shut down without command after getting a communication error. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.